Manufacturer narrative:
As no further information is expected at this time, our investigation is completed. However, should additional information become available this event will be update and another report submitted.

Event description:
It was reported that approximately one month post implant, the patient with this device returned due to site infection. For this reason the device was explanted. No return of product is expected and no information was provided on a replacement product.